Manufacturer narrative:
Two pictures of smiths medical intubation/portex endotracheal tube were received for evaluation, from pictures received open package seal was observed. Used sample was returned for evaluation, and the sample was visually inspected. It was observed open package seal. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.

Event description:
Information was received indicating that upon opening of a smiths medical intubation/portex endotracheal tube, it was noted that the package was not completely sealed. No patient was involved. No adverse effects were reported.